Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool sf non-navigation catheter and suffered a pericardial effusion requiring medication. One day post-procedure, the patient returned to the hospital complaining of chest pain. Pericardial effusion was confirmed. Patient was admitted to the hospital for observation. The next day, the effusion was noted to be smaller. Patient was in stable condition and discharged to home with colchicine and ibuprofen.